Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device had a burning smell to the pyxis tower's upper power distribution area, where the ballast for the light assembly and the pixie bus cable emitted a noticeable burnt smell and showed discoloration. A field service engineer (fse) removed the tower to pharmacy for inspection, where fse disassembled it, verified that no controller boards, connectors, or internal components showed signs of heat damage, and confirmed the odor originated from the ballast and the pixie bus cable. After inspection, the unit was reassembled, and the power supply unit on top was replaced, testing showed that the lights and unit powered on correctly and the unit was moved to storage. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, the pyxis unit had emitted a burning smell, had completely blacked out, and the fire alarm had to be turned off. There were no adverse events or injuries reported based on this event.